Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call, she had eaten pizza and blood glucose was up to 467 mg/dl. An hour later it was 492 mg/dl, then an hour later from that it was 362 mg/dl, then it finally dropped into the 200 mg/dl range. Customer was advised to speak to trainer as she currently was unable to perform any troubleshooting. She is not returning the device for analysis.